Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Event description:
It was reported that the screw broke inside while putting in the tunnel. No patient injury was reported. It is unknown if there was a back up or if there was a delay.